Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving lioresal (baclofen) via an implantable pump. It was reported that the participant was admitted to the emergency room due to symptoms of baclofen withdrawal. After taking oral baclofen the symptoms were relieved. Imaging showed possibility of disconnection of the proximal catheter from the itb pump device. On (B)(6) 2025, the participant underwent system modification procedure. There was no catheter kink noted, however, the catheter was coiled behind the pump. The catheter was uncoiled and a segment of catheter of 13.5 cm was cutoff. The catheter was connected back to the pump. The catheter was aspirated without any issues. The participant discharged home in stable condition.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that unfortunately, the participant did not get any benefit from this modification. On (B)(6) 2025, the participant was seen at the clinic and reported having full body spasms and episodes of hot flashes the symptoms that the participant gets when pump was not functioning. The side port was accessed without any fluid return. The participant was scheduled for a full catheter replacement. On (B)(6) 2025, the participant underwent catheter modification procedure, the catheter was replaced and there was fluid return from the pump. The participant was discharged home in a stable condition. The issue with the catheter had been resolved.

Manufacturer narrative:
Continuation of d10: product ID 8785 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.